Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the device revealed that the post was fractured, as well as severe wear and scratches throughout the device. A lab analysis revealed that the retrieved journey articular insert std sz 5-6 9mm and fractured post were examined using visual and macroscopic/microscopic methods. Visual examination showed yellowish discoloration to the articular surface and backside of the insert, as well as damage to the backside. Yellowish discoloration of the polyethylene of implants can occur when exposed to fluids in or around a joint. Macroscopic/microscopic examination showed wear / deformation / oxidation of the articular surface of the insert, damage to the post region of the insert, and damage to the posterior surface of the fractured post. No damage was observed on the anterior side of the fractured post, except for an anterior-superior mark. No additional unexpected visual features noted. No evidence of deviation in processing or material was found for the retrieved item. No definitive conclusions as to the cause of these issues can be determined. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported event cannot be concluded. The patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. A review made by the quality engineering team revealed that there were no observations of material or manufacturing deviations in the course of the investigation. At this time there is no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, abnormal loading of limb, friction and/or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2007 in which a journey implant insert was implanted in the right knee of the patient, revision surgery was performed on (B)(6) 2022 to remove from the patient the insert gouged off and replaced with a dished insert. The current health status of the patient is unknown.